Event description:
This pt 4th revision. The pt has had many complications since their first revision which was caused by a fall which shatter the ceramic ball head. The surgeon believes this pt has endured another infection. Pt has antibiotic spacers in currently until clean from infection. The explanted implants will not be returned. Ref MFR 3005180920-2015-00078.

Event description:
On 06/30/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/09/2015 the report was sent to the initial reporter and the case was closed. Reference MFR # 3005180920-2015-00078.